Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection noted that the helix was extended and slightly stretched; the helix base had been pulled through the tip peek. Dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Additionally, the helix mechanism was observed to be deformed (bent) near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the procedure, the right atrial (ra) lead had to be positioned several times. At one point, the helix could no longer be retracted for repositioning. Therefore, a new lead was used to complete the procedure. No adverse effects to the patient were reported.